Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet in bg run mode without a connected cgm sensor for several days, with reported meter-entered values over 400 mg/dl for approximately 3¿4 hours; insulin delivery appeared ineffective until the infusion site was replaced and the cannula was filled, after which delivery resumed. Symptoms included hyperglycemia without reported ketosis, altered consciousness, or other acute complications. Outcomes included no medical intervention, hospitalization, or use of backup therapy. Investigation included call center troubleshooting, verification of flow through the infusion set during fill tubing, and guided replacement of the infusion site and cannula. Investigation of this case revealed unresolved hyperglycemia likely related to infusion site or set performance while in manual bg dosing mode without cgm, with function restored after site change; no alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.